Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the representative reported no further interventions were taken, the cause of the warmth and redness was not determined nor had it resolved.

Event description:
Additional information received from the rep reported that the ins was explanted in (B)(6) and it was not returned.

Event description:
Additional information received reported that they had surgery on their stimulator battery on (B)(6) 2016. They had fluid that had collected in the pocket that was leaking out of a hole in their incision. The fluid would leak form time to time and it wasn't all the time. During the surgery, the physician cleaned the pocket out and placed antibiotics in the pocket as well as sending the patient home with oral antibiotics to avoid any type of infection.

Event description:
The patient had a ¿bunch of issues¿ but that they were fixed before the patient moved to (B)(6). The second time there was fluid collection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw redness and warmth over the ins and incision area when she was active and moving around. The healthcare professional (hcp) the patient saw wasn't concerned about it and felt like it was just part of the healing process as the patient was only one week post-operative as of (B)(6) 2016. It did not appear to be associated with charging and is was not noticed when the patient was sitting. The rep stated that it was just fluctuating and was not seen all the time. It was noted that the patient had a known allergy to tape. The location of the symptoms was noted to be the ins pocket and this was considered a gradual change in therapy/symptoms. It was noted that the rep saw the patient on (B)(6) 2016 when it was discovered. The rep was with the patient and hcp when the hcp saw it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.